Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Lot expiration date is currently not available.

Event description:
The sales rep reported via phone that the second implant on their true span 12 degree peek fired but did not deploy correctly. The implant was loose and the suture could not be tightened. The suture was cut out and the implants were removed. The case was completed with a competitor device, the sales rep stated that the meniscus did not need to be cut to remove the implants. The device is being returned.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed no anomalies on the device. The sleeve on the shaft was taken off to inspect the device for any signs of internal anomalies. The device seemed to be in good condition. There were no evident anomalies observed. The trigger functioned as expected. Since visually and functionally no anomalies were found, this complaint could not be confirmed. There are a few possibilities that may cause an issue in the deployment of the second implant. Sometimes it may happen that the trigger is not fully released after the deployment of the first implant. This causes the second implant to not load correctly which results in an error in the deployment of second implant. Also, if the surgeon pulls the needle too far back when repositioning the second implant, it may cause the second implant to be accidently pulled out of the needle. In the reported event, it was noted that the trigger was fully released after the first implant, the needle was not pulled too far back, it was kept within sight of the scope and the surgeon used a probe for tensioning the suture. Hence, at this point in time, we cannot discern a definite root cause for the reported failure. A review of the device history records indicated that this batch of devices was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the second implant on their true span 12 degree peek fired but did not deploy correctly. The implant was loose and the suture could not be tightened. The suture was cut out and the implants were removed. The case was completed with a competitor device, the sales rep stated that the meniscus did not need to be cut to remove the implants. The device is being returned. The trigger was fully released. The needle was not pulled too far back. The needle tip was kept within the sight of the scope. A probe was used to tension the suture.